Manufacturer narrative:
Trackwise #: (B)(4). Corrected sections: d4--(unique identifier (UDI) #) corrected from (B)(4). The device was returned to the factory for evaluation on (B)(6)2024. An investigation was conducted on (B)(6)2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger not depressed and the blue safety lock on, which prevents the white plunger from being depressed. The seal and tension spring assembly was observed in the loading device window. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no cracks or delamination observed on the intact seal and tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches; the outer diameter was measured at 0.220 inches (B)(4). The length of the delivery tube was measured at 2.49 inches ((B)(4). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, and the no specific failure reported, the analyzed failure "fitting problem" was observed. The lot # 3000376411 history record review was completed. There were ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that hst iii system (4.3mm) seal got stuck during normal use. A new device was used to perform the procedure.